Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a low battery alert was not received prior to off no power alert on the insulin pump. The customer's blood glucose reading was 93 mg/dl at the time of incident. Troubleshooting found that the customer replaced the battery and the pump also alarmed battery timed out. The customer was advised that a new replacement battery cap would be sent to resolve any possible issues. The customer was also advised to monitor the pump and call back if further assistance is needed.

Manufacturer narrative:
Insulin pump monitored for several days. Insulin pump received with all operating currents within specification and passed unexpected restart test and displacement test. No unexpected battery out limit alarm anomalies noted. No unexpected failed battery alarm anomalies noted.